Manufacturer narrative:
The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported an increase value of higher order aberrations in both eyes. An increase amount of vitreous floaters were noted in both eyes which were not symptomatic prior to surgery. Optical zone treated much smaller than scotopic pupil size. Patient observes rainbow diffraction pattern around light sources, ghosting/double vision indoors and at night with both eyes. Patient is unable to remedy visual symptoms with glasses. Patient has sunken into depression and has no prior history of mental illness. Patient is seeing a psychologist and is taking anti-depressants. Patient is suicidal. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, no adequate treatment for these side effects was provided by the surgeon and the patient is very disappointed with the post-operative sensation in both eyes. Additional information was received. The patient still is experiencing higher order aberrations and vitreous floaters. This male patient is not satisfied with the general outcome of the surgery. The patient stated that the lasik surgery has changed his life to the point of looking for help anywhere he can. The surgeon who performed the surgery advised the patient that another laser treatment was needed to overcome the issues created by the first surgery. The patient is skeptical about the efficiency of any further laser procedures.